Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump got a little wet and was not working anymore. They had worn the device while in the shower. There was fluid under the display. Their blood glucose level during the incident was 137 mg/dl and since then the customer's blood glucose level had been above 500 mg/dl. They treated with syringe. Their current blood glucose level was 250 mg/dl. They declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/(B)(4) test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.